Event description:
An article titled ¿how does vagal nerve stimulation (vns) change eeg brain functional connectivity?¿ was published in 2016, which included adverse events involving 1 vns patient. One patient was non responder to vns and had an increased in seizures (50% above), and the vns therapy then was stopped. Further information from the physician indicated that the device was switched off because of increased seizure frequency and severity after switching on the vns. The device was later explanted. It was reported that the increase in seizures was probably related to vns. The last device parameters / settings and impedance value, before the device was switched off, were normal. No further information was provided to date.